Event description:
During shift check, customer reported that the autopulse platform (serial (B)(6). Displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on. No patient involvement.

Manufacturer narrative:
The customer reported complaint the autopulse platform (serial (B)(6). Displayed user advisory "(ua) 07" (discrepancy between load 1 and load 2 too large) message upon powering on was confirmed during functional testing and during archive data review. The root cause of the ua07 error was due to failed both load cell modules. The cracked cover and load cells failure were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, a crack encoder cover was observed. The observed physical damage is unrelated to the reported complaint and is characteristic of harsh impacts due to user mishandling. The encoder cover needs to be replaced to address the observed issue. A review of the archive data showed multiple ua07 error messages occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the ua07 error message displayed upon powering on, thus confirming the customer complaint. Load cell characterization test results confirmed that both load cell modules are defective and were replaced to remedy the ua07 error. Zoll awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the autopulse platform with serial number (B)(6).